Manufacturer narrative:
A medtronic representative visited the site to evaluate the equipment. It was found that the system could not energize the generator. The ps1 had 230 volts incoming to the board but no output. There were four broken covers. The covers and ps1 were replaced, and system operation was verified. Concomitant medical products: other relevant device(s) are: product ID: bi71000503, serial/lot#: none, ubd: unknown, UDI# unknown. Product ID: bi71000135, serial/lot #: none, ubd: unknown, UDI#: unknown. Product ID: bi71000450, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Product ID: bi71000138, serial/lot #: none, ubd: unknown, UDI#: unknown. Product ID: bi71000159, serial/lot #: none, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the system was banged into a wall and the cover was cracked and the system was not initializing. This was reported outside of a procedure. There was no patient involved. It was later reported that the system was down and unusable.